Event description:
It was reported that the tip of the driver broke during an arthroscopic rotator cuff repair in the right shoulder. The tip broke off when the implant was being inserted in the humerus bone. The surgeon attempted its removal without success and the tip remains inside the implant in the pt. The medical center als reported this event to the FDA and their report indicates the surgeon made the pt and his family aware of the incident. The pt recovered and was discharged home. No further pt information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device evaluation confirmed the driver's tip has broken off. There is evidence of torsional failure at the area of the break. This type of event is typically caused by over-insertion or improper bone preparation. Device history revealed nothing relevant to this event and analysis of the driver shaft material was found within specifications. This is the first complaint of this type for this part/lot combination. This event was attributed to misuse.